Manufacturer narrative:
D10: 350-01-01 - talar implant sz 1 lt: (B)(6). 350-10-02 - ankle sz 2 locking clip: (B)(6). 350-11-02 - tibial plate fb sz 2 lt: (B)(6). 351-90-20 - tubercle pin pouch: (B)(6). 351-90-21 - 3.5" pin pouch: (B)(6). 351-90-22 - 2.5" pin pouch: (B)(6). 351-90-24 - talar trial screw pouch: (B)(6). 351-91-03 - recip sawblade 8x50x1mm: 289020. 351-91-04 - saw-10x75x1.19-stryker: 001568. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
The patient previously underwent a left total ankle arthroplasty. The patient later presented to the surgeon¿s office with pain and poly wear. Patient was last known to be in stable condition following the event. No further information is available.